Event description:
The manufacturer received information alleging a ventilator's ac power was not recognized. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's ac power cord and muffler assembly were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's ac power was not recognized. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's ac power cord and muffler assembly were replaced to address the issues. The muffler assembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the muffler assembly functioned as designed and operated without issue or error codes.